Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic sleeve gastrectomy, the device was able to fire and the staple line seemed to be completed, but when the surgeon did the blue test, it was showing that there was a sealing issue, not all along the stapling line but just on the second reload. A poor staple formation was also observed. Manual suturing was performed to fix the staple line and to complete the case.